Event description:
The customer contact reported a separation. The tubing set was to be used to deliver an unspecified solution. It was reported that during priming of the tubing set prior to patient use, the customer contact reported that a ¿piece of tubing fell off during priming.¿ there was no reported delay in critical therapy. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).